Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient woke up on (B)(6) 2017, and he felt pain like he had before the ins. The patient checked the ins and it was on and he could increase stimulation, but it was not helping his pain. The patient synchronized using the patient programmed and it showed that stimulation was on. The patient had the ability to change amplitude, groups, and/or programs. Increasing or decreasing amplitude did not resolve the issue. The patient was redirected to follow-up with a healthcare professional to check the ins and leads. It was noted that the patient called his doctor and they told him to call the manufacturer first. This was considered a sudden change in therapy/symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-09-05. The patient reported that reprogramming was done as steps taken to resolve the stimulator not helping with the pain. No further complications were reported.